Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Based on the device log review, operation was normal with no resets or abnormal behavior observed. The device passed all functional testing. During internal inspection, the inverter board connection was observed not fully seated and was re-seated as a precaution. The reported issue could not be reproduced and no malfunction was confirmed. The device has been recertified and returned to the customer. No trend is associated with reports of this type.